Event description:
It was reported that the steering mechanism broke while using the lasso catheter.

Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. After the complaint product was received by biosense webster, preliminary eval results indicated that after more than ten deflections the catheter got stuck in the deflected and contracted position and failed the deflection test. Biosense webster became aware of this reportable malfunction upon eval of the complaint product in 2008. The product eval has not yet been completed. This report will be updated upon completion of product eval.